Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) would not turn on. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. The field service representative (fsr) could not verify the complaint. The central control monitor (ccm) turned on and functioned when tested. The fsr noticed a pin was recessed on the ccm cable. He replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, product surveillance technician (pst) observed the ccm to power on but noted that one pin of the cable assembly was recessed. He also noted that the cable had to be plugged in carefully ensuring the recessed pin was seated properly.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review: on 29apr2021 the system was used and stopped logging at 04:50:33 pm. The next power up on the central control monitor (ccm) occurred on 10may2021. The other modules/pumps showed the use on 29apr2021. There was one more power up between 29apr2021 and 10may2021 in the other modules/pumps where the ccm never completed boot up so no date/time was provided to the other modules/pumps. This likely occurred on 05may2021 but there is no way to tell from the logs. The power manager showed many 'network interface card (nic) brick #1 change' events from connected and good to connected with fault over and over. This was likely caused by the ccm that would not boot up. The log confirms a likely ccm problem but not the exact date this occurred. There is no way to tell from the log the cause of the ccm not booting up. The service repair technician (srt) observed the ccm to not power up. The pin on the power cable was pushed in and recessed. The srt replaced the main power cable assembly. The ccm passed all performance and verification testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.